Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 52 and blood glucose was 127 mg/dl. After troubleshooting, customer was advised that area trainer would be contacted and that sensor from . No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.